Event description:
It was reported that a home patient experienced air in the peritoneal cavity leading to shoulder pain, while using the homechoice device. The air in the peritoneal cavity was reported to be due to a use error of the patient making a mistake and allowing air in their body. It was not reported how this event was treated. It was not reported if the patient outcome for this event. No additional information in available.

Manufacturer narrative:
(B)(6). Additional information: on an unreported date, the patient experienced pain from a use error that allowed air in the peritoneal cavity. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Air in the peritoneal cavity is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The guide warns that air introduced into your peritoneal cavity can cause shoulder and/or abdominal pain and may lead to serious injury and provides proper instructions to avoid introducing air into the peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.